Event description:
As reported, during a laser lithotripsy and kidney stone extraction, the basket of a ngage nitinol stone extractor was damaged when it was removed from the package. The user proceeded to use the device despite the damage, but the handle did not function as intended after multiple attempts due to the basket being kinked. The patient did not have tortuous, calcified or scarred anatomy. The procedure was successfully completed with another device of the same type. There were no adverse effects reported, and no additional procedures were required due to this occurrence. No unintended section of the device remained inside the patient¿s body.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event description: as reported, during a laser lithotripsy and kidney stone extraction, the basket of a ngage nitinol stone extractor was damaged when it was removed from the package. The user proceeded to use the device despite the damage, but the handle did not function as intended after multiple attempts due to the basket being kinked. The patient did not have tortuous, calcified or scarred anatomy. The procedure was successfully completed with another device of the same type. There were no adverse effects reported, and no additional procedures were required due to this occurrence. No unintended section of the device remained inside the patient¿s body. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned without original packaging for investigation. There were several curves in the support sheath and basket sheath, but we were unable to determine if this damage was present before or after the customer repacked for device return. The basket assembly was undamaged. A functional test determined the basket would open and close, but resistance was felt during the actuation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), does not provide any information related to the reported issue. The basket sheath and support sheath were both slightly deformed. The cause for the deformation was not determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.